Event description:
Literature was reviewed regarding a patient with a non-calcified bicuspid aortic valve who underwent transcatheter aortic valve implantation (tavi) using a medtronic 23 mm evolut pro+ valve. Given the patient¿s non-calcified aortic valve anatomy and the risk of valve embolization/migration, the authors considered the possibility that the 23 mm evolut pro+ valve might not anchor firmly and prepared a 26 mm evolut pro+ valve as an alternative. During deployment of the 23 mm valve, the valve dislodged/migrated from the appropriate position when the authors attempted to remove the delivery system. Consequently, the 23 mm valve was recaptured and exchanged for the previously prepared 26 mm valve. The 26 mm valve ¿snugly fit¿ at the appropriate position with no paravalvular leak (pvl). The post-operative measurement of the mean pressure gradient was 20 mmhg. One day after tavi, transthoracic echocardiography (tte) showed no valve migration, pvl, and the mean pressure gradient had reduced to 11 mmhg. At the three-month follow-up, tte showed a well-functioning transcatheter valve (mean pressure gradient of 7 mmhg) without migration or pvl. No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: nonaka h, asami m, miura s, tanabe k. Transcatheter aortic valve implantation for patient with non-calcified bicuspid aortic valve: a case report. Eur heart j case rep. 2023;7(2):ytad048. Published 2023 jan 30. Doi:10.1093/ehjcr/ytad048 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.